Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that vessel dissection occurred. The 75% stenosed target lesion was located in the right mid superficial femoral artery (sfa) with a reference vessel diameter of 6 mm, a length of 140 mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation using a 5mm x 10mm mustang balloon catheter for two inflations. Post angioplasty, angiography revealed stenosis of greater than 50% throughout the area as well as areas of dissection. A 6 mm x 150 mm innova stent was then placed. Following post-dilatation residual stenosis was 5%.